Event description:
A malfunction alarm with the code "malf 0" was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared and acknowledged the instructions.